Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited premature battery depletion when reviewing a patient's merlin.net device transmission. In (B)(6) 2020, the battery estimated longevity of 1.5-1.8 yrs. The battery voltage reached the eri on (B)(6) 2021. No programming changes had occurred between the two dates, and pacing percentages were similar. Device replacement was discussed. The patient was stable.

Event description:
New information states that the device was changed out on (B)(6)2021. The patient was stable throughout.